Event description:
Patient suffers from arthritis, thus losing power in their hands and wrists. When trying to pull out the divider in between the layers of the cassettes, pt has taken off the skin on both their forearms resulting in bad scarring of their skin. This caused loss of skin and scarring of forearms.